Event description:
Anaylsis of the generator was completed. The generator performed according to functional specifications. During the product analysis, there were no anomalies found with the pulse generator.

Event description:
It was reported that the patient had generator and lead replacement on (B)(6) 2014. The explanted generator was received by the manufacturer for analysis. However, the suspect explanted lead was not returned. The reason for return was reported to be "malfunction."

Manufacturer narrative:
Device failure is suspected, but did not contribute to a death.

Event description:
A surgery referral note was received reporting that high lead impedance was detected on system and normal mode diagnostic testing. Clinic notes dated (B)(6) 2014 reported that the patient¿s seizures seemed to have worsened in terms of severity over the prior month. The physician¿s office signed a waiver indicating that the medical records ¿do not indicate a report of a device complaint or adverse event associated with vns therapy. The information contained in these medical records is intended to provide general information required for insurance purposes.¿ the physician did not wish to be contacted for further follow-up. The patient was referred for replacement surgery. Although surgical intervention is likely, it has not occurred to date.